Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event during administration of the product. Rehabilitative treatment was attempted; however, the patient expired approximately six days later. It was further alleged the event was caused by the product used during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report #s: 1225714-2015-08010 and 1225714-2015-08011. Additional information has been requested and will be submitted upon receipt accordingly

Event description:
Additional information received noted that the patient experienced decreased blood pressure, ventricular arrhythmia leading to cardiac arrest, and anoxic encephalopathy requiring immediate hospitalization and ICU monitoring resulting in expiration approximately six days later.